Manufacturer narrative:
The insulin pump was returned with blank display due to total moisture damage on the electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump was dropped and got exposed to moisture. The customer's blood glucose was 140 mg/dl at the time of incident. The customer's mother stated that they were able to treat the blood glucose with the insulin pump. The customer's mother stated that there was fluid under the lcd display. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.